Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisted the caller with the process, and confirmed the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact technical support if the issue reappears.